Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the left ventricular lead dislodged shortly after being positioned. The lead was repositioned but dislodged again and was confirmed through fluoroscopy. The lead was replaced and a new lead was successfully implanted. The patient's condition was stable throughout the event.